Event description:
It was reported that the ventricular lead impedance was high triggering an alert. Follow up indicated that "the patient is really sick (nothing to do with [the] device)." The device was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d164vwc implantable cardioverter defibrillator: (B)(6) 2010. (B)(4).